Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. The catheter shaft was knotted near the distal end. The sliding suture wing was situated between the 41cm and 43cm depth markings. A circumferentially aligned split was observed between the 46cm and 47cm depth markings. Microscopic inspection of the split revealed coarsely granular fracture surfaces. Surface abrasion and material flow were observed in the vicinity of the split. Tactile inspection of the sample revealed severe tensile weakness, discoloration and necking in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the split site when flushing the white-luered lumen. The fracture features, surface abrasion, material flow and tensile damage suggested that the observed split was caused by device manipulation using a traumatic instrument such as forceps or hemostats. The location of the damage suggested that catheter securement, maintenance and access techniques may have contributed. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported that a hole was found on the catheter and leakage occurred from the hole. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a hole was found on the catheter and leakage occurred from the hole. There was no reported patient injury.